Event description:
A user facility returned the olympus, model clv-190, evis exera iii xenon light source to olympus for repair due to a report of "no endoscope connectivity." Upon inspection and testing of the returned device, a "b30" error occurred. This report is submitted due to the occurrence of a "b30" error during in-house service of the device.

Manufacturer narrative:
The device was evaluated by olympus. While evaluating the device, a b30 error occurred due to a faulty scope connector. Additional evaluation findings are as follows: worn output socket and defective pins. No image with exera iii scopes due to worn output connector. Accumulated dust inside the unit. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, contact failure was found in the scope connector contacts. Olympus will continue to monitor field performance for this device.